Event description:
It was reported that patient underwent primary reverse total shoulder arthroplasty on (B)(6) 2010. Per the surgeon, while the patient was performing heavy manual labor, the taper fractured off the humeral tray. The patient underwent a revision procedure on (B)(6) 2014 during which the humeral tray and polyethylene bearing were exchanged.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Device discarded.